Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 57 and 62 mg/dl. The customer's expected fasting blood glucose test result range is 80-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 96 mg/dl and 92 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 57 mg/dl and 62 mg/dl.